Event description:
An optometrist reported a case of stage one diffuse lamellar keratitis (dlk), observed on a pt's right eye one day post lasik procedure. Pt was noted to have been placed on increased oral and topical steroid medication. Mild dryness was additionally reported. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).